Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, the reported difficult or delayed positioning appears to have been a result of procedural circumstances. The tissue damage was a result of procedural circumstances. The reported patient effect of tissue damage is listed in the mitraclip instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage requiring surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The patient had transcatheter aortic valve implantation (tavi) one week prior to the procedure. During this procedure, one clip was implanted. A second clip delivery system (cds) was advanced to the mitral valve; however, when steering down to the left ventricle, the second clip pushed the anterior valve from the tavi device. The anterior valve on the tavi device was damaged and the anterior leaflet could have been damaged; therefore, it was decided to remove the second cds with clip. The patient was sent to surgery shortly after the mitraclip procedure. The patient is stable. No additional information was provided.